Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified significant damage and debris about the implant, and a large fracture at the collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. Date received by manufacturer. Checked "follow-up". Changed "no" to "yes". Date of manufacture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to fracture. Tooth location 19.